Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported an intraosseous (io) line was placed in the left proximal tibia using a 25mm needle kit. The io is placed without incident and flushes well, but when we attach an extension set and administration set with a 1-liter bag, the flow stops. The line required multiple forceful flushes before proper flow from the bag was achieved. There was no patient harm, injury, complication, or negative outcome. The issue was that the administration line did not allow adequate fluid flow for a proper fluid bolus and the IV fluid bolus administration was delayed. Io access was obtained due to the inability to obtain IV access. We could not establish an additional io due to other patient conditions that required more pressing attention (airway management).